Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient had the internal magnet placed on (B)(6) 2019 without incident, under general anesthesia for both sides. He still had the implants in place and just had the abutments removed previously. He had healed and went from connect to attract on both sides. There was no loss of osseointegration and the parents preferred he have the attract instead of connect.